Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving an unknown drug via an implantable infusion pump for spinal stenosis and spinal pain. It was reported that the patient had horrible withdrawal once when the pump failed. The patient did not remember what year this was. The patient said that when it failed, it ran out of medication and evidentially it stalled. No further complications were expected or anticipated.